Event description:
It was reported the subject device had scope communication error b30. The issue occurred during set up/ inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise is occurring in the image. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.